Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia and insulin pump had blank display. The customer¿s blood glucose level was 30 mg/dl at the time of incident. The customer was treated with food. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated that the customer was not using the insulin pump since last 5 months of the incident.